Manufacturer narrative:
The investigation of the received sample resulted in the following: elecsys syphilis: 0.075 coi (interpreted as non-reactive). Tpla: 0 tu (accompanied by a data flag and interpreted as non-reactive). Single antigen analysis: non-reactive. Rpr2: 0 ru (accompanied by a data flag and interpreted as non-reactive). Inno-lia blot syphilis: only tpn15 reactivity (interpreted as indeterminate). Fta abs-igm: <1:10 (interpreted as non-reactive). Fta abs-igg: <1:10 (interpreted as non-reactive). Diasorin liaison treponema screen: <0.1 index (interpreted as non-reactive). The non-reactive elecsys syphilis result was confirmed. The sample was considered non-reactive for anti-treponemal antibodies, and therefore, the elecsys syphilis result is considered correct. The positive result reported by the customer could be explained by non-specific reactivity to (recombinant) tpn15 in the product labeling used, leading to a false reactive result. The investigation did not identify a product problem. The non-reactive elecsys syphilis result was confirmed to be correct.

Event description:
We received an allegation about questionable low results for 2 samples from the same patient tested with elecsys syphilis assay on a cobas e 801 analytical unit. Sample 1 was tested in a different laboratory, and the result was positive. Sample 1 was then repeated with elecsys syphilis at the customer's site, resulting in a negative value. The dates of testing were not provided, and therefore, the specific date of event is unknown. Sample 2 was tested on (B)(6) 2025, resulting in an initial elecsys syphilis result of 0.0709 coi (interpreted as non-reactive). Sample 2 was repeated on (B)(6) 2025, resulting in the following: 1st repeat result: 1.55 index (tested on abbott syphilis tp and interpreted as positive). 2nd repeat result: negative (tested on syphilis vdrl). Immuno blot igg result: only the specific protein of tpn15 was present and was interpreted as indeterminate.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The calibration was last performed on 27-jun-2025 and was within the expected ranges. Qc was within the range. The sample was received for investigation on 11-aug-2025. The investigation is ongoing.